Manufacturer narrative:
The cartridge is not being returned to animas for evaluation. The patient reportedly did not save the cartridge. The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that insulin leaked at the connection between the cartridge and inset. The patient indicated that when she changed the cartridge, she secured between the cartridge and inset as usual. When she primed, the pump primed a large amount, but did not see any insulin come out. She reportedly opened the cartridge chamber and observed that insulin had leaked into the chamber. The patient reportedly did not save the set or cartridge. She denied seeing a crack and claimed that the connection was secure. Based on the information provided, this complaint is being reported due to the allegation that the there was an insulin leakage between the infusion set and cartridge. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the alleged issue.